Event description:
It was reported to philips that the ECG waveform occasionally cuts out completely. There was no patient involvement. The customer worked with the technical support representative. The technical support representative suggests with possible concerns the block of connectors (ECG in this case) and/or the processor card which directly controls the ECG measurement block. Customer resolution and conclusion: the customer was sent quotes for servicing or just parts. The customer rejected any support quotes. The customer can return if further assistance is needed.

Event description:
It was reported to philips that the ECG waveform occasionally cuts out completely. There was no patient involvement. The customer worked with the technical support representative. The technical support representative suggests with possible concerns the block of connectors (ECG in this case) and/or the processor card which directly controls the ECG measurement block. The customer was sent quotes for servicing or just parts. The customer rejected any support quotes. The customer can return if further assistance is needed.